Event description:
The customer reported via social media that they were hospitalized twice in the past from insulin pump malfunction. The customer stated they have reverted back to insulin pens. Customer reported several error messages and no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.